Event description:
The company received a report where it was claimed that the tube developed a cuff leak during pt use. The caller reported that extubation and reintubation of the alleged defective tube was required. The tube was replaced without incident.

Manufacturer narrative:
Part number# 109-75 is not distributed in the u. S.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.